Event description:
The pt is reportedly experiencing sound quality issues with her internal device. Programming adjustments were made, however, this did not resolve the problem. Testing of the device showed that the device is functioning. Surgery to explant the pt's device will be scheduled.